Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant, unspecified inappropriate parameters were noted on the right ventricular (rv) lead. The rv lead was not used. There were no patient health consequences.